Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached "high" (>27.8 mmol/l,>500 mg/dl) while wearing the pod between 49 and 71 hours. The patient reported that the wrong basal was delivered to the pod. Symptoms reported include nausea, vomiting and blurred vision. The patient was treated with intravenous drip and insulin injections. The patient stayed at royal liverpool university hospital for 36 hours.